Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: (B)(6) hospital. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the during the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. The physician pulled the device, then the suture got separated. The physician monitored under echography and found the patient condition was well. The device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported device.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the device return date in the d10 section, to update the h3 section and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, tamper tube were returned with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the bypass tube was found to be mated with the hemostatic valve, which is expected when the hemostasis sheath and carrier tube assembly have been assembled as the bypass tube allows the passage of the anchor and carrier tube assembly through the hemostatic valve. The carrier tube assembly was returned separate from the hemostasis sheath and the deployment sleeve was in the rear lock position with color bands fully exposed. The deployment sleeve latches were visually analyzed and no deformation was noted. The returned carrier tube appeared to be cut manually throughout the length of the tube and the suture was completely exposed from it. Both clear and black shrink marker was found to be adhered to the suture. No collagen or anchor was returned for analysis. The tamper tube was completely released and visible as well. No other visual anomalies were noted. Functional testing was conducted. The carrier tube assembly was attempted to be inserted into the hemostasis sheath to check the locking of the sleeve latches. The deployment sleeve and sheath cap were able to lock and fit as intended. No functional anomalies were noted with the device. Then, the hub of the carrier tube assembly was dissembled, the tensioner was removed manually. The suture was found to be tethered to the spool and there were no turns of suture remaining on the spool. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.